Event description:
The customer reported experiencing a high blood glucose with the highest-level recorded at 524 mg/dl. To address the issue, the customer administered a correction bolus via the pump, and tandem technical support recommended consulting with a healthcare professional to further discuss potential factors affecting blood glucose levels. The customer acknowledged the advice, and the case was closed.